Manufacturer narrative:
The customer¿s report of a dopamine infusion running at 0.69ml/hr with the syringe not appearing to have moved during a 4 hour interval could not be confirmed. The associated pcu, its logs and the data set were not returned, preventing the ability to identify programming and drug selection. A review of the syringe pump module event log for the reported incident date did not have any infusions with a recorded rate of 0.69ml/hr nor were any present in the log for the day prior or day after the reported incident date. The event log and error log also had no recorded occurrence of a plunger failure or syringe clamp failure as reported. Testing and inspection identified no issues and the syringe pump was found to be functioning within specifications. The root cause of the reported event could not be identified.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the syringe did not appear to move during a 4 hour interval of a dopamine infusion 3mcg/kg/min, 0.69 ml/hr. There was no patient harm. The biomed report of the event log stated there was plunger failure and syringe clamp failure. Although requested, the total volume infused was not provided.